Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot number: gd885293 with no defects noted during the manufacture of that lot related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through renq-CAPA-(B)(4) and ncr (B)(4).

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized for that event on (B)(6) 2011. Treatment was not reported and on an unreported date in (B)(6) 2011, the patient had recovered. On (B)(6) 2011, the patient was discharged. Dianeal therapies were ongoing. Follow up information was obtained from the nurse: the nurse stated the event was not related to dianeal therapies. The nurse stated that in 2011, the patient experienced a break in aseptic technique that resulted in peritonitis in 2011. The patient was hospitalized on (B)(6) 2011 for the peritonitis. On an unreported date in 2011, the patient received vancomycin (ip, dose and frequency not reported). On (B)(6) 2011, the patient was discharged from the hospital. In (B)(6) 2011, the patient recovered from the break in aseptic technique and peritonitis. An opinion of causality was not provided for the break in aseptic technique.